Event description:
Dr. Is concerned regarding aberrant rhythm of 120 bpm. Device programmed to vvi at 60 when lead connected to the device appeared to pace at a rate of 120 ppm for 12 beats.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that user or continued use of product could result in a pt's death.